Event description:
It was reported that this patient was scheduled for a revision due to an infection involving this system. The electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was scheduled for a revision due to an infection involving this system. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis could not confirm the allegation of an infection, although an infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this patient was scheduled for a revision due to an infection involving this system. The electrode was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was scheduled for a revision due to an infection involving this system. The electrode was explanted and returned. No additional adverse patient effects were reported.